Manufacturer narrative:
Date initial report sent: 8/14/2007

Event description:
Procedure: thoracic. According to the reporter: the stapler jammed and it did not fire staples. The it did not shut properly which resulted in a ripped lung.